Event description:
Patient 1 was admitted for sepsis. While being treated with the sequential compression device (scd) the patient developed pressure ulcers (stage 2) from the tubing pressing against his ankle. The tube would not stay in place after repositioning it. Patient 2 admitted for abdominal pain / sepsis. The patient developed a deep tissue injury with the scd sleeve because the device was squeezing abnormally hard on the upper calf. Both of these incidents were a result of the cuff and not the pump. Cuff number: (B)(4), lot number: 11102103 the hospital reprocesses these devices per manufacturers recommendations. It is unknown if there were changes in temperature, cleaning agents or amount of time for drying. It is unlikely but possible that the device may have loss some of its properties during reprocessing.